Event description:
It was reported that, during a navio tka procedure, the surgeon decided to quickly use the bone pin driver with bone pins for femur and did not use tissue protector. After the case was finished and the surgeon took navio bone pins out of femur, one was bent. There were no delays. No other complications were reported.

Manufacturer narrative:
H3, h6: the navio bone pin pn rob00031 , lot #tu58510, use in treatment was returned for evaluation. A relationship between the reported event and the device was established. The reported problem was visually confirmed. The bone pin was bent. A review of manufacturing records indicate the device met all specifications upon release into distribution .a complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event is mishandling. Care and caution should be exercised during the surgical site setup and tear down to protect the pin from an unforeseen force, such as falling onto a hard surface or damage during transport. Refer to the navio surgical system user's manual and the navio surgical system instrument kit cleaning and sterilization guide for proper handling. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.